Manufacturer narrative:
Analysis synthesis: - analysis of the smartview remote monitoring website activity confirmed the reported behavior, as poor performance was observed on (B)(6) 2024. - the observed issue resulted from an important activity of the implicity platform, which generated an abnormal increase of the number of users connected. - it should be noted that a corrective patch was deployed on (B)(6) 2024 to improve the website performance.

Event description:
Reportedly, the smartview remote monitoring website was slow on 12 january 2024 at 10:35.